Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced pain and discomfort several days after implant of the implantable cardioverter defibrillator system. Pericardial effusion was discovered and the physician performed drainage of the pericardium. The physician also elected to replace the right ventricular lead. After several attempts at lead placement, good sensing and thresholds were achieved and the replacement procedure was successfully completed. No additional adverse patient effects were reported. The lead was returned for analysis.